Event description:
During a laparoscopic supracervical hysterectomy with removal of fallopian tubes, covidien ligasure device was being used to dissect tissue. The device closed and would not open. The surgeon had to use another instrument to dissect the tissue around the ligasure to release the product from the pt's tissue. Unanticipated tissue loss, no add'l harm.